Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high but not out-of-range shock impedance measurements and ineffective cardioversion. The patient has gained a significant amount of weight (> 25 kg) within one month and was hospitalized for unrelated medical reasons. Boston scientific technical services (ts) recommended assessing system placement followed by induction testing to assess reverse polarity effectiveness. The physician instead elected to implant a transvenous system and deactivate this subcutaneous system due to the patient¿s condition and positive trend of decreased shock impedances. There were no adverse patient effects reported. The subcutaneous system remains implanted but electrically deactivated.